Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported a drop-out of sp02 during measurement. After de-reconnecting for a short time a number. When applying a new sensor a good reading of spo2 was seen. No patient consequence or impact reported.